Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information and without the device to analyze, a cause for the reported efaa failure could not be determined. The reported clip relaxation appears to be related to normal operation of the device. There is no indication of product issue with respect to manufacture, design or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
Triluminate pivotal study report. Patient ID: (B)(6). It was reported that this was a triclip procedure, treating functional tricuspid regurgitation (tr) of grade 5. Patient anatomy included a horizontal heart. The first triclip clip delivery system (tcds) was used; however, when establishing final arm angle (efaa) testing, the triclip opened. Troubleshooting was performed and the triclip passed efaa testing and was deployed. After triclip deployment, the triclip opened about 5 degrees, but remained closed and stable on the leaflets. The procedure continued with implant of two additional triclips, reducing the tr to grade 2. No additional information was provided. As of aug 22, 2022 the device is included in the correction notice due to an increased rate of reports for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information and without the device to analyze, a cause for the reported efaa failure could not be determined. The reported clip relaxation appears to be related to normal operation of the device. A cause for the reported tricuspid regurgitation could not be conclusively determined. There is no indication of product issue with respect to manufacture, design or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
Subsequent to the previous report, the additional information was received:on (B)(6) 2024, recurrent tricuspid regurgitation (tr) was noted during a follow-up. Per physician, the recurrent tr was not serious. There was no additional or unplanned hospitalization and no treatment provided due to this event.